Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage around the membrane. The following information was provided by the initial reporter: this is a report about leakage from the protector. According to the customer's verbatim report, during preparation, the drug solution was not drawn and inside the expansion chamber could not be checked. Request for investigation of suspected leakage from around a connector.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage around the membrane. The following information was provided by the initial reporter: this is a report about leakage from the protector. According to the customer's verbatim report, during preparation, the drug solution was not drawn and inside the expansion chamber could not be checked. Request for investigation of suspected leakage from around a connector.

Manufacturer narrative:
Investigation summary one physical sample of an unknown lot was received for valuation by our quality personnel. Upon inspection of the sample, a leak was observed between the protector and the vial. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. Photos of the sample indicate that the needle did not puncture the vial and no defects were noted on the cannula. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial.